Event description:
The device's base unit appears to have melted and discolored connection pins. Reporter indicated that there was no report of smoke or fire. Affecting the unit. No operator injury was reported. Reporter indicated that the device had already been removed from service. Technical support requested the return of the suspect product and replacement product was shipped.